Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was not received for evaluation; event was not confirmed. There were no remedial actions taken. This device is not labeled for single-use. Device not returned for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the cutting accessory broke in the device. There was patient involvement; no patient impact.